Event description:
Patient reported that their top left front tooth is lower/longer than the top right front tooth and their retainer feels off. The retainer are also cutting their tongue. Gathering information, sent hh tips and requested follow up photos.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.